Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was admitted to the hospital due to numbness in the left leg. The device was not activated during the onset of the symptoms and it was noted that the patient had a history of a similar event after receiving anesthesia. The patient has recovered without sequelae and is currently using the device with effective pain relief.